Event description:
Customer reported that the insulin pump returned a battery out limit and the keypad was unresponsive. Blood glucose level was 313.2 mg/dl at the time of the call. Customer reported that she would treat with a manual injection. Customer did not recall any significant events leading up to the error alarm. No further information was provided.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Insulin pump passed self-test. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.